Event description:
The caller reported a malfunction on the pump with no notable events occurring prior to the issue. The malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl. The customer performed a reset but was instructed by technical support (cts) to switch to multiple daily injections (mdi) as backup therapy and was sent a replacement pump. Cts provided guidance on storage mode and return instructions for the faulty pump.